Event description:
It was reported that the bd ultra-fine¿ insulin syringe hub separated from the syringe. The following information was provided by the initial reporter, translated from portuguese to english: the customer bought a 10-pack of the syringe seringa insulina 8mm 100u ultra-fine and 1 of the syringes had the following deviation: the tap of the syringe came off and the probe remained in place, it was noticed that the tip of the needle was crooked. What part/component/part of the product is involved in the complaint? Syringe cap.

Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe hub separated from the syringe. The following information was provided by the initial reporter, translated from portuguese to english: the customer bought a 10-pack of the syringe seringa insulina 8mm 100u ultra-fine and 1 of the syringes had the following deviation: the tap of the syringe came off and the probe remained in place, it was noticed that the tip of the needle was crooked. What part/component/part of the product is involved in the complaint? Syringe cap.